Event description:
During a hip resurfacing procedure, the guide wire broke inside the patient's femoral head and became unretrievable. It was reported that surgical time was extended greater than 30 minutes due to this instrument breakage. The broken tip of the instrument remains implanted beneath the femoral head and the surgeon is continuing to monitor the patient .